Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was difficulty with connectivity on the device. The patient presented to the clinic to utilize a programmer. Multiple programmers were used in interrogating the device but were unsuccessful. It was determined that the battery life on the device was too low to allow interrogation to occur. The device will be replaced with a competitor device.